Event description:
A customer reported getting error message "2300 sample loader step feed failure" on the aia-900 analyzer. The customer was able to complete an all set home operation but error reoccurred when attempting to rotate the rack manually. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2) , follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progestrone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by running a sample. Fse found misaligned pitch flag at so71 sensor which was most likely caused by a rack jam; fse resolved the complaint by adjusting the pitch flag at so71 sensor and successfully validated the analyzer by performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12; flags and error messages states the following [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event is due to misaligned pitch flag at so71 sensor.